Event description:
It was reported that, "the stem impactor got lock onto the stem and then we had to trial it off. When finally got it off pieces of metal were in the wound."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.